Event description:
It was reported that following an ablation procedure, the patient experienced pneumonia, dyspnea, headaches, and elevated blood pressure. The patient was hospitalized on (B)(6) 2017 and prescribed medication. The patient was discharged from the hospital on (B)(6) 2017, with pneumonia, which was considered the event resolve date. There were no further patient complications reported in relation to this event.